Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or products are returned for laboratory testing.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure on (B)(6) 2017. During the procedure, the physician discovered that the right ventricular (rv) lead's terminal pin was not fully inserted into the device header. The issue was resolved during the procedure by fully inserting the rv terminal pin into the header port. That evening the patient had a coughing episode unrelated to the procedure which was believed to have led to a microdislodgement. This incident correlated with the loss of rv capture. The following day, the patient was presented back to the ep laboratory for a rv lead revision procedure. The rv lead tip appeared to be still attached to the rv apex. The physician did not attempt the revision procedure and elected to replace both the device and rv lead. The local representative is still awaiting retrieval of the device and rv lead from the hospital. The device and rv lead will be retrieved and returned to boston scientific for laboratory testing. Boston scientific received information from the local representative who felt that the device and lead could not be retrieved. The local representative was planning to inquire further. To date, the device and lead have not been returned to boston scientific for laboratory testing.